Manufacturer narrative:
Corrected information was updated in h.2., h.11 and d.3. Product manufacturing site updated due to receipt of product was updated g.9. Manufacturer report number corrected and reported under 2523835-2025-00619. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in h.6., d.4., e.1 and h.11. Lot number was updated from unknown to 16cuwr a review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The sample was not received at the investigating site for this complaint report; visual inspection could not be conducted. If a sample is returned at a later date, the investigation will be reopened and the sample evaluated. Follow up attempts were made to obtain the sample from the customer. A review of the reported pak¿s bill of materials (bom) shows the suspect product is cannula. The root cause of the customer's complaint could not be established as a sample has not been received and the condition of the product could not be verified. Without analysis of the sample, it is not possible to isolate the root cause. After the investigation of this complaint, it has been determined that no action will be taken at this time as a sample was not returned. No adverse trends have been observed associated with the reported product and event. Quality assurance will continue to monitor customer complaints via the complaint review meetings and will take action for any future occurrences as is deemed necessary. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that cannulas were blocked during calibration. It was not known whether the procedure was completed. There was no patient harm and procedure details were unknown.